Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that a patient was intubated by experienced anesthetists. No feedback on the pilot cuff therefore anesthetic team unsure as to whether the ett was secure and in position. Patient examined, minimum air entry in patient lungs. Patient oxygen saturations dropped to 92% and co2 increased. Cuff deflated and patient extubated, however the pilot cuff indicated that cuff was completely deflated though on extubation the cuff was still inflated. Second anesthetist called in to assist with reintubation as it became a difficult airway. Competitor product used due to the style of tube. Some tracheal and vocal cord trauma observed. Anesthetist stated that it's "not acceptable that they should be adjusting the tube once in situ let alone having to extubate and reintubate a patient on the operating table). Odp ward personnel demonstrated the difference in pilot cuffs between products and emphasized the importance of the pilot cuff as an indicator of air pressure. There was a 20 minute delay from the procedure. There was no patient impact.